Event description:
It was reported there was increased impedance trends and loss of capture with the right ventricular lead. It was further reported the lead was "fractured in half." The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Product: sesr01 implantable pulse generator (ipg), implanted: (B)(6) 2007.

Manufacturer narrative:
Product event summary: (B)(4) - the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.